Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and elevate were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with hysterectomy and ams sling; due to sui, and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and vaginal scarring. It was reported that the patient underwent porcine grafting for mesh erosion in (B)(6) 2011 due to complications related to eroded mesh. It was reported that the patient underwent mesh removal in (B)(6) 2012 due to complications to eroded mesh. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.